Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Just after scorpio nrg ps tka surgery, a peripheral fracture was found. 12 days after surgery, osteosynthesis with a locking plate was performed. This case was presented at great expectations 2016 stryker (B)(4) hip & knee symposium on (B)(6) 2016.